Event description:
It was reported that the patient experienced fluttering. It was determined that the implantable pulse generator (ipg) device was not sensing appropriately resulting in both the right atrial (ra) and right ventricular (rv) leads exhibiting varying/low impedances and noise. It was also noted that the atrial lead had chronically high thresholds. The device was explanted and replaced. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated current leakage in the integrated circuit due to gate/cap oxide breakdown. If information is provided in the future, a supplemental report will be issued.